Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-nov-2019 with the following findings: a review of the black box and alarm history showed cs 078 motor alarm errors for the time of the complaint. During investigation, a cs 078 motor failure was duplicated during the rewind step. The pump cover was removed, and internal moisture and corrosion was located within the motor components. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program. Report late due to transition from vmsr program.

Event description:
On 09-jun-2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The specific call service alarm allegedly emitted was not provided. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.